Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 150600008, lot number 8215724. Device history batch: null device history review: DHR review. Product code 150600008, work order (B)(4) was manufactured on 15 january 2016. The (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received attune knee-tep in 2016. Revision of tibial parts because of tibial loosening on cement to implant interface. Doi: 2016; dor: (B)(6) 2018; unknown knee